Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. It was unknown if the patient was diagnosed with a hernia before or after starting pd therapy. The patient did not receive any intervention for the hernia and the hernia did not worsen since the start of pd therapy. The patient was not a candidate for surgical repair at the time of this report. The patient has not experienced any overfills, increased intra-peritoneal volume (iipv) events, or high drain alarms. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported the patient had a pre-existing hernia prior to her starting peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned, an evaluation could not be conducted. A review of the device service history revealed no previous service events that could have caused or contributed to the reported problem. The cause of the reported hernia could not be determined. If additional relevant information is received, a supplemental medwatch will be filed.